Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-paddle leads: upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 18743943. Product family: scs-lead fixation: upn: m365sc43160, model: sc-4316, batch: 18645629.

Event description:
It was reported that the patient had an infection at the incision site. Symptoms of trouble healing, drainage and odor were noted at the site. The patient underwent a spinal cord stimulator (scs) system explant procedure and the explanted devices were discarded by the medical facility. No further information could be obtained despite good faith efforts.